Event description:
On 1/21/98, at approx 13:00 pm, the account reported an erratic ethanol result <0.013% for a pt who was unresponsive on admission. A flag was not given with the erratic result. The sample was sent to a reference lab and an ethanol result of 0.188 was received. After receiving the result from the reference lab, the sample was rerun on axsym and a result of 0.18 was given. Aspiration error codes were received in the afternoon on 1/21/98 and the account found that the level sense screw on the sample probe was loose.